Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: a1, a2, a3, a4: device used in a veterinary case - no patient information will be reported. H3, h6: part: 311.01. Synthes lot: 7058154. Suppliers lot: na. Release to warehouse date: 15 october 2022. Manufactured by: synthes jennersville. No nonconformance reports (ncrs)) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that on july 17, 2024, the 311.01vet is not tightening. The repair technician reported that rust on screw. The item is not repairable per the inspection sheet. The cause of the issue is faulty parts. The item will be forwarded to customer quality. The evaluation was not confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an veterinary procedure on (B)(6) 2024. During the procedure, the handle was not tightening. Back up was available. Surgery was completed. There were no reports of injuries, medical intervention or prolonged hospitalization. This report is for a handle with mini quick coupling. This is report 1 of 1 for (B)(4).